Event description:
The customer reported the 9800 system monitor displayed a white screen and after rebooting the system the screen went blank. The customer stated this occurred outside a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the problem. The dc voltage on the ps1 and ps2 printed circuit boards, and the interconnect cables were checked. The system was tested and operates as intended.